Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated their tandem insulin pump was displaying 80-90 mg/dl. The patient started sweating, felt weak and lightheaded. After a few minutes she could only recall telling her husband and their friend that her blood sugar was low. She was not answering properly to their conversation. They tried to have her drink soda to increase her sugar. She went to the couch and they noticed the patient was incoherent and became unconscious. The paramedics were called and when they arrived, they removed the patient's inulin pump and checked her blood pressure which was high. They also checked the patient's blood sugar; however the value was not provided but stated it was low. The patient stated they were treated for the high blood pressure. They were transported to the hospital and the patient's bg was 59 mg/dl while the cgm was displaying 128 mg/dl. They patient's blood pressure was 200/100mmhg. No other hospital information was provided and the patient was released from the hospital the same day. The patient removed the sensor on (B)(6) 2022 as they felt the readings were inaccurate. Additionally, the patient stated they were previously diagnosed with gastroparesis which causes her to eat less that often leads to low blood sugar. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.